Manufacturer narrative:
Philips was advised that during monitoring of a patient's vital signs the blood pressure cuff was continuously inflated and could not be deflated normally. The nurse checked that the cuff was worn correctly and was neither too tight nor too loose, and that the connecting tube was not folded. The device was then restarted to measure blood pressure again, but the problem remained unresolved. The patient monitor was immediately replaced with another working device to monitor the vital signs of the patient, and the faulty device was reported to the customer engineer for maintenance. Philips was advised that the blood pressure air valve malfunctioned. The air valve was replaced by a third party and the equipment returned to normal. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. (B)(6).

Event description:
It was reported that the blood pressure cuff was continuously inflated and could not be deflated normally. The device was in use on a patient at the time of the event. There was no adverse event reported.